Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that during a routine follow up appointment, this pacemaker and associated right ventricular (rv) lead (unknown manufacturer) exhibited high, out-of-range pacing impedance measurements of greater than 3000 ohms and loss of capture. Pacing threshold values were above 5v. When tested in unipolar, the capture thresholds and pacing impedance measurements were in range. However, in unipolar the device was oversensing myopotentials and inhibiting pacing. The lead was left in unipolar and the sensitivity was adjusted to avoid oversensing the myopotential noise. The patient was seen again for additional troubleshooting. In both bipolar and unipolar configurations, noise was observed when the patient moved their left arm and when pressing hands together. The lead was left in the unipolar pacing/unipolar sensing configuration and sensitivity was adjusted again to maximize avoidance of noise. A lead impairment was suspected but no lead revision was planned at this time. No adverse patient effects were reported. Additional information was received that this device was explanted and a new device implanted. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that during a routine follow up appointment, this pacemaker and associated right ventricular (rv) lead (unknown manufacturer) exhibited high, out-of-range pacing impedance measurements of greater than 3000 ohms and loss of capture. Pacing threshold values were above 5v. When tested in unipolar, the capture thresholds and pacing impedance measurements were in range. However, in unipolar the device was oversensing myopotentials and inhibiting pacing. The lead was left in unipolar and the sensitivity was adjusted to avoid oversensing the myopotential noise. The patient was seen again for additional troubleshooting. In both bipolar and unipolar configurations, noise was observed when the patient moved their left arm and when pressing hands together. The lead was left in the unipolar pacing/unipolar sensing configuration and sensitivity was adjusted again to maximize avoidance of noise. A lead impairment was suspected but no lead revision was planned at this time. No adverse patient effects were reported.